Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "nurse went to place io with new procedure tray on patient proximal humerus. Driver would not spin, and the nurse was not able to gain access through the cortex. Proper landmark has been confirmed as this is a super user. Upon failure, the driver would not spin adequately. Nurse grabbed our reusable io driver and was able to gain access. Driver would barely spin without resistance, and when applied to the bone it would barely spin at all. There was no reported patient injury or consequence."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "nurse went to place io with new procedure tray on patient proximal humerus. Driver would not spin, and the nurse was not able to gain access through the cortex. Proper landmarking has been confirmed as this is a super user. Upon failure, the driver would not spin adequately. Nurse grabbed our reusable io driver and was able to gain access. Driver would barely spin without resistance, and when applied to the bone it would barely spin at all. There was no reported patient injury or consequence."